Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone for high blood glucose. Customer¿s blood glucose was over 600 mg/dl. Customer stated that the meter and insulin pump are saying two different blood glucose. Customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.